Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosi.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that at the end of march, their cgm displayed 150 mg/dl; 175 mg/dl and she was self-treating with insulin; however, after about 3 days, she started feeling ill. She checked her ketones and it was 'black'. A bg was performed which was over 600 mg/dl while the cgm was displaying 130 mg/dl. A friend transported the patient to the hospital for evaluation and they were admitted for diabetic ketoacidosis (dka). They were hospitalized for 2 ¿ 3 days and was treated IV fluids, IV insulin, IV magnesium and phosphorus according to the hospital¿s dka protocol. The patient stated they did not recall much of the incident as dka affected their memory; however, they were feeling better at the time of the report. The sensor insertion site and date were not provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.